Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of juawf135 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (juawf135) have been reported from the same facility in singapore.

Event description:
It was reported that the nurse tested devices for dislodged hub casing. It was found that the hub casings on two devices were easy to dislodge. This report addresses the first device.